Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that during procedure, the device did not cross the lesion. The lesion was treated by pta before with a 4x60 balloon without any success. Another device was used to complete the procedure. Evaluation summary: the turbohawk device was received for evaluation without the cutter driver or any other ancillary devices or cine images from the procedure. A test .014" coated test mandrel was loaded through the rx guidewire lumen without complication. The distal tip assembly was measured for maximum width with a snap gage. The maximum od of the distal tip assembly was 0.0840". There was an accumulation of a gold colored polymer near the rx guidewire lumen junction of the tip assembly body and the rotating (tapered) tip. The noted accumulation did not appear to compromise guidewire movement through the lumen.